Manufacturer narrative:
Service was not dispatched to the site as the physician believed the events to be patient sample related. An involved patient sample was returned to beckman coulter for assessment. Testing at the beckman coulter customer product line support laboratory with interference eliminating proteins could not confirmed the existence of a patient source interferent for the sample received from the customer. Dilution recovery, using the recommended psa diluent, also demonstrated linearity. The generation of an elevated patient result was confirmed in conclusion, laboratory confirmatory testing was not able to confirm the presence of heterophilic interference. The cause of this event is unknown. Associated mdrs: 2122870-2012-01256, 2122870-2012-01257, 2122870-2012-01258.

Event description:
The customer reported that erroneous elevated prostate specific antigen (psa) results, within and above the normal range of the assay, were generated from an access 2 immunoassay system for one patient's samples over three days. Beckman coulter inc assessment of customer supplied data indicated the generation of four patient psa results. One of the patient results was not regarded as erroneous by the customer. This report represents the erroneous psa patient result, above the normal reference range of the assay, generated on (B)(6) 2012. The psa result was reported outside of the laboratory, however. There were no reports of death, serious injury or change to patient management associated with this event as the result did not agree with the patient's clinical picture and was questioned by the physician. Upon subsequent testing of a redrawn sample via an alternate instrument and methodology at an outside laboratory, the psa result was elevated. The physician suspected patient sample interference and was monitoring the patient. Quality control results were regarded as acceptable during the timeframe of the event. The sample was a serum sample. Various lots of psa reagent and calibrator lots were associated with this event.